Event description:
(B)(6) complaint handling unit reported a proximal femoral nail antirotation blade could not be locked after hammering down into the patient. The blade was opened with a sterile package and was attached to the inserter normally. During the insertion, the blade could not be locked resulting in the blade and the inserter being stuck inside the patient. The surgeon described it as the inserter could not grasp the treads of the blade properly, thus there was no tightening effect despite turning countlessly to try to lock the blade. The surgeon had to enlarge the incision and forcefully pull out the inserter which broke the blade in two pieces, the cap, the blade, the barrel and the screw. The blade and the nail was damaged during manipulation. The surgeon used a new proximal femoral nail antirotation nail and blade to complete the procedure without any issues.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.